Event description:
Impella 5.5 catheter implanted in right subclavian on [redacted]. Catheter sensor failure leading to no systolic and diastolic placement signals starting [redacted] at 1500. Patient sent to or for transplant on [redacted].